Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave catheter, the side port luer detached. When they attempted to attach the luer to the flush line, it detached from the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported. The catheter is not expected to be returned for analysis.